Manufacturer narrative:
Our investigation is ongoing. A follow up report will be submitted when the investigation is complete. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
As rn was cleaning pt's catheter before tx, both lumen tips (luers) became detached. Rn placed both tips back into catheter, proceeded with tx as normal. The catheter did stay intact during and after dialysis tx, per patient.

Manufacturer narrative:
The split cath catheter was returned for evaluation with the luers in place in the extension tubing. Visual inspection revealed no obvious damage to the device. The device was further evaluated by medcomp engineering. The luers could be manually pulled out of the extension tubing with some force. Both luers were viewed under magnification and no tool marks were noted. A supplier corrective action request was issued to the contract manufacturer for this event. Relative measurements were taken of the returned device and found it to be within specification. A review of the manufacture records revealed the device was manufactured, assembled, and inspected according to specification. The inspection process includes a pull test of the extension-luer joint that would have detected any loose luers, as well as a leak test that would have detected any leaks at the extension-luer joint if they existed at the time of manufacture. Multiple tests were conducted attempting to replicate the complaint condition. Replication of the failure mode was unsuccessful. The device was implanted and in use for more than three months with no reported issues prior to this event. A root cause cannot be determined but is not likely manufacturing related. The instructions for use (IFU) contains the following precautions: *use only luer lock (threaded) connectors with this catheter. *repeated overtightening of bloodlines, syringes, and caps will reduce connector life and could lead to potential connector failure. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.